Manufacturer narrative:
We have cancelled this incident report MDR#2027111-2016-00678 due to administrative error. This report was mistakenly generated. After following up with the applied medical sales representative, it was confirmed that this event did not occur. Please consider this the final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Omega loop- "surgeon using grasper to measure bowel, graper scissored - replacement requested. Concern about this due to previous event with another surgeon's patient & outcome. Please contact dr. (B)(6) for more specific details." Patient status - "fine".